Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on september 2017.

Event description:
T was reported that the elective replacement indicator (eri) triggered earlier than intended. Programmer displayed error message "replace generator soon". The device is at 2.96v and has the appropriate level of battery voltage to provide therapy. It was noted that patient has the older version of the patient controller (pc) app. When the device was connected to a clinician programmer (cp) with updated app software version 3.11 the message cleared.